Manufacturer narrative:
UDI #: (B)(4). Implant date: if implanted, give date: not applicable. Explant date: if explanted, give date: not applicable. Initial reporter phone number: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a cartridge, model 1mtec30, broke after an intraocular lens was inserted into an eye of a patient. No loose fragment was found on the wound, anterior chamber or in the surgical area. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Product evaluation: the 1mtec30 cartridge was returned to the manufacturing site for investigation. The 1mtec30 unit was visually inspected. Visual inspection revealed small amounts of viscoelastic solution which indicate that the unit was handled and prepared for surgical use. A dent/distortion was observed on the cartridge tip. A small piece was broken off at the top but was still attached to the tip. There were no other defects or damage observed on the returned cartridge. The reported damaged tip was confirmed. Because there was no tip damage noticed/reported before the cartridge was prepared (prior of use), it is likely that the damaged occurred during preparation for use, during insertion and/or after insertion. The true root cause could not be determined as it could not be determined when the damage occurred. There was no indication of a product malfunction or product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated. There were no non conformances, discrepancies or deviations for similar issues that were found during the manufacturing record review. During the manufacturing process the operators check the neck, tube, and tip areas of the cartridge for cracks, melting, roughness, dent, bent tips or smash conditions. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. A search revealed that this was the only investigation requested for this lot number. The cartridge met specification prior to release. Labeling review: the directions for use (dfu) for the cartridge was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges. Warnings include the cartridge should be used only with amo acrylic lenses and not to use the cartridge if the tip is cracked or split prior to use. All pertinent information available to abbott medical optics has been submitted.